Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involved a cadd-solis vip ambulatory infusion pump reported that the pump does not detect the cassette anymore. There was patient involvement but no patient harm reported.

Manufacturer narrative:
The suspected device was returned for evaluation. Event log reviewed and reported failure mode was observed in event logs history. There was no 12-month service history during the review. Visual inspection had been performed and no anomalies were noted. Customer complaint cassette not attached alarm was confirmed by functional testing. Replaced downstream occlusion sensor. The probable cause of the reported issue was defective downstream occlusion sensor. The device passed all functional testing after repair and was returned to the customer.